Event description:
Reporter noted corneal burn occurred during phaco; sutured wound to close. Surgeon noted draining from wound while patient was in recovery. Returned patient to or, removed suture, reformed chamber; tenon's graft to cover wound. Patient recovering well; va 20/70 one day post-op.